Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
.